Event description:
Related manufacturer reference number: 3006705815-2024-02144. It was reported one of the patient's lead had high impedances. X-rays confirmed the leads had migrated. Patient underwent surgical intervention on (B)(6) 2024 during which the impeded lead was replaced and the unimpeded lead was repositioned. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The patient's lead had high impedances. X-rays confirmed the leads had migrated. Patient underwent surgical intervention during which the impeded lead was replaced, and the unimpeded lead was repositioned. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.